Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 12533513, 910507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in (B)(6) 2010 and multiparous. Concurrent conditions included dermal inclusion cyst (left arm) and endometriosis. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/excessive menstruation during menses"), hypersensitivity ("allergy: hypersensitivity"), fatigue ("fatigue"), parapsoriasis ("rashes or skin conditions: pityriasis lichenoides"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), flank pain ("pain: side of the abdomen"), menstruation irregular ("irregular menses") and polymenorrhoea ("frequent menses"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the genital haemorrhage, menorrhagia, hypersensitivity, fatigue, parapsoriasis, vaginal haemorrhage, flank pain, menstruation irregular and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, parapsoriasis, pelvic pain, polymenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: on (B)(6) 2012: insertion detail: right tubal ostia: coils, left tubal ostia: 8 coils were noted. On (B)(6) 2017, surgical pathology report revealed essure coils. Bilateral coils were identified at the interface of the uterine fundus and extending into the isthmus of the fallopian tubes. The coils were intact with no gross abnormalities of the fallopian tubes or uterine fundus. She had received treatment for following events " pain: dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), allergy". Per summon: essure removal date: (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain". Lot number: 12533513 manufacture date: 2012-06 expiration date: 2015-03. Lot number: 910507 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: summon received. Events" polymenorrhoea and menstruation irregular " was added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 12533513, 910507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in (B)(6) 2010 and multiparous. Concurrent conditions included dermal inclusion cyst (left arm) and endometriosis. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/excessive menstruation during menses"), hypersensitivity ("allergy: hypersensitivity"), fatigue ("fatigue"), parapsoriasis ("rashes or skin conditions: pityriasis lichenoides, skin disease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), flank pain ("pain: side of the abdomen"), menstruation irregular ("irregular menses"), polymenorrhoea ("frequent menses") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, hypersensitivity, fatigue, parapsoriasis, vaginal haemorrhage, flank pain, menstruation irregular, polymenorrhoea, cyst and uterine leiomyoma outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cyst, device dislocation, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, parapsoriasis, pelvic pain, polymenorrhoea, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: on (B)(6) 2012: insertion detail: right tubal ostia: coils, left tubal ostia: 8 coils were noted. On (B)(6) 2017, surgical pathology report revealed essure coils. Bilateral coils were identified at the interface of the uterine fundus and extending into the isthmus of the fallopian tubes. The coils were intact with no gross abnormalities of the fallopian tubes or uterine fundus. She had received treatment for following events " pain: dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), allergy". Per summon: essure removal date: (B)(6) 2017. Discrepancy noted in date of removal- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain". Lot number: 12533513 manufacture date: 2012-06 expiration date: 2015-03. Lot number: 910507 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 12533513, 910507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in (B)(6) 2010 and multiparous. Concurrent conditions included dermal inclusion cyst (left arm) and endometriosis. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/excessive menstruation during menses"), hypersensitivity ("allergy: hypersensitivity"), fatigue ("fatigue"), parapsoriasis ("rashes or skin conditions: pityriasis lichenoides, skin disease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), flank pain ("pain: side of the abdomen"), menstruation irregular ("irregular menses"), polymenorrhoea ("frequent menses") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, hypersensitivity, fatigue, parapsoriasis, vaginal haemorrhage, flank pain, menstruation irregular, polymenorrhoea, cyst and uterine leiomyoma outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cyst, device dislocation, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, parapsoriasis, pelvic pain, polymenorrhoea, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: on (B)(6) 2012: insertion detail: right tubal ostia: coils, left tubal ostia: 8 coils were noted. On (B)(6) 2017, surgical pathology report revealed essure coils. Bilateral coils were identified at the interface of the uterine fundus and extending into the isthmus of the fallopian tubes. The coils were intact with no gross abnormalities of the fallopian tubes or uterine fundus. She had received treatment for following events " pain: dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), allergy". Per summon: essure removal date: (B)(6) 2017, discrepancy noted in date of removal- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain". Lot number: 12533513, manufacture date: 2012-06, expiration date: 2015-03. Lot number: 910507, manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received. Events " migration, cyst/ fibroids" were added. Patient address was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 12533513, 910507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in (B)(6) 2010 and multiparous. Concurrent conditions included dermal inclusion cyst (left arm) and endometriosis. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hypersensitivity ("allergy: hypersensitivity"), fatigue ("fatigue"), parapsoriasis ("rashes or skin conditions: pityriasis lichenoides"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and flank pain ("pain: side of the abdomen"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the genital haemorrhage, menorrhagia, hypersensitivity, fatigue, parapsoriasis, vaginal haemorrhage and flank pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, hypersensitivity, menorrhagia, parapsoriasis, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: on (B)(6) 2012: insertion detail: right tubal ostia: coils, left tubal ostia: 8 coils were noted. On (B)(6) 2017, surgical pathology report revealed essure coils. Bilateral coils were identified at the interface of the uterine fundus and extending into the isthmus of the fallopian tubes. The coils were intact with no gross abnormalities of the fallopian tubes or uterine fundus. She had received treatment for following events " pain: dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), allergy". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain". Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified event¿ pain: pelvic, abnormal bleeding (general), pain: dysmenorrhea (cramping), pain: abdominal chronic, menorrhagia (heavy menstrual bleeding), allergy: hypersensitivity, fatigue¿. Reporter, demographics; lab data, essure indication (amended), removal date were added. On 3-sep-2019: plaintiff fact sheet and medical record received. Events ¿rashes or skin conditions: pityriasis lichenoides, abnormal bleeding (vaginal) were added. Reporter, this case is medically confirmed, demographic (updated) medical history, concurrent condition, essure lot number, concomitant medication were added. Follow up 1 and 2 process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 12533513, 910507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in (B)(6) 2010 and multiparous. Concurrent conditions included dermal inclusion cyst (left arm) and endometriosis. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hypersensitivity ("allergy: hypersensitivity"), fatigue ("fatigue"), parapsoriasis ("rashes or skin conditions: pityriasis lichenoides"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and flank pain ("pain: side of the abdomen"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the genital haemorrhage, menorrhagia, hypersensitivity, fatigue, parapsoriasis, vaginal haemorrhage and flank pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, hypersensitivity, menorrhagia, parapsoriasis, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: on (B)(6) 2012: insertion detail: right tubal ostia: coils, left tubal ostia: 8 coils were noted. On (B)(6) 2017, surgical pathology report revealed essure coils. Bilateral coils were identified at the interface of the uterine fundus and extending into the isthmus of the fallopian tubes. The coils were intact with no gross abnormalities of the fallopian tubes or uterine fundus. She had received treatment for following events " pain: dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), allergy". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain". Lot number: 12533513. Manufacture date: 2012-06. Expiration date: 2015-03. Lot number: 910507. Manufacture date: 2011-10. Expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.